Event description:
It was reported that an alert 38 indicating a motor stall occurred repeatedly on the ilet insulin pump, leading to interrupted insulin delivery and hyperglycemia; the user transitioned to subcutaneous insulin injections as backup therapy and subsequently resumed therapy with a replacement device after setup and education. Symptoms included vomiting once during severe hyperglycemia. Outcomes included elevated blood glucose over 400 mg/dl for several hours without professional medical intervention. Investigation included troubleshooting with the user, education on backup therapy, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. The device operated without issues during the troubleshooting steps and it is unknown what caused alert 38. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.